Event description:
Customer tested blood glucose with a result of 386mg/dl before eating. They took 4 units of novolog after eating. With in 30 minutes they retested and the result was 500mg/dl. One hour later retested and result was 856mg/dl. They took 4 units of novolog. They tested on a different device and received a result of 57mg/dl. The customer stated they became confused and had a seizure. Their spouse found pt passed out. Paramedics were called they received a result of 22mg/dl. The customer was taken to the hosp where their blood glucose was 98mg/dl. The customer was given orange juice, crackers, and peanut butter and a turkey sandwich. Controls were expired and out of range. A request was made for the return of the suspect device and replacement product was sent.